Manufacturer narrative:
Evaluation summary: the overall length of the catheter was found to be slightly longer than specification allows. Because catheter is too long it was compressed in the device package which exerted forces on the catheter and created a "crooked" shape that remained after removal from package. The degree of catheter crookedness is within specification. Catheter was visually inspected and did not show any signs of defects that would be likely to cause a microtear in a user. Evaluation of unused returned samples from same lot confirmed package seal was not compromised due to the crooked catheter. A review of the manufacturing and production process records did not uncover any problems with the device. User reported a history of repeated uti associated with routine catheterization. Although the report of a crooked catheter is confirmed, the manufacturer cannot confirm usage of the catheter could reasonably be expected to cause a microtear in a user. Therefore the device failure cannot be confirmed to be related to the reported potential microtear and/or uti.

Event description:
User reported she experienced a uti that coincided with use of "crooked" catheter. User postulated that, "if crooked catheter caused a microtear it might have contributed to her getting the bladder infection." User stated, "she can't tell if she got a microtear or not."